Event description:
The customer reported the system would not boot. No pt injury was reported.

Manufacturer narrative:
The ge service rep reloaded sw on unit and this took care of the no boot problem. Verified proper operation and returned to service.